Manufacturer narrative:
(B)(4).

Event description:
The patient reported that she had caught pneumonia. She didn¿t know if it was related to the implant. Her coughing also got really bad. Since catching pneumonia, her symptoms returned. She had been wetting everything and had no control when she stood up. She had tried adjusting her settings. She had tried programs 1 and 2 but she couldn¿t find a setting that worked for her. The patient was aided in changing from program 2 at 0.2 volts to program 3. The patient wanted to adjust on her own from there. The patient was redirected to her healthcare provider (hcp) if she continued to have a lack of therapy. The pneumonia was noted to be resolved. The loss of effect had occurred the same day of the pneumonia, of which was (B)(6) 2016. It was noted that she had an appointment with her hcp in (B)(6) 2016. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event, if a cause had been determined, and if it was resolved.